Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): [serious malfunctions], coil migration or misplacement·premature or difficult coil detachment. [Serious complications], hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, clot formation, revascularization, syndrome, and neurological deficits including stroke and possibly death. 6. If a coil must be retrieved using a retrieval device, such as a snare, do not withdraw the coil into the microcatheter. Instead, remove the coil, the microcatheter and the retrieval device in parallel. [Otherwise, the coil may become damaged.] Warning: 2. After coil detachment, do not advance the delivery pusher beyond the tip of the microcatheter. [The delivery pusher, if exposed, could puncture the aneurysm.] 5. Detachment of the hes coil (2) when the detachment controller is properly connected to the delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will turn to slow flashing green. Both solid and flashing green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the detachment controller is properly connected with the delivery pusher. If the connection is correct and no green light appears, replace the detachment controller with a new one. (4) push the detachment button. Verify that an audible tone sounds and the light flashed green. (5) the completion of the detachment cycle is indicated by three audible tones and three yellow flashes. If the coil does not detach during the detachment cycle, leave the detachment controller attached to the delivery pusher and attempt another detachment cycle when the light turns green. (6) the light will turn red after the detachment cycle is repeated 20 times. If the light is red before another attempt to detach the coil, do not use the detachment controller, discard it and replace it with a new one. (7) verify detachment of the coil by first loosening the rhv, then pulling back slowly on the delivery pusher and the detachment controller and confirming that there is no coil movement under fluoroscopy. Note-if the coil does not detach after the third attempt at detachment, remove this product.

Event description:
As reported: after the implant was positioned in an aneurysm, the implant was detached with the v-grip. When the pusher was being withdrawn, it was found that the implant had not been detached and had been stretched. The implant was attempted to be pushed into the aneurysm, but the implant could not be pushed into the aneurysm due to resistance. The pusher was then removed from the patient, but the implant was not attached to the pusher. After a headway17 microcatheter (j) was removed from the patient, the implant was attempted to be removed using a goose neck snare (medtronic). The implant was managed to be caught and was able to be successfully removed from the patient. There was no problem with the microcatheter. Another coil was used to continue the procedure, and the procedure was successfully completed. No patient health damage was reported.